Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not returned for analysis.

Event description:
(B)(6). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.6mm and the lesion length was 20mm. Pre-procedure was 95% stenosis and post-procedure 0% stenosis. A 2.5x24mm liberte stent was implanted. A non bsc balloon catheter was used during the procedure. No attempt made for direct stenting. The stenting procedure was a technical success. Due to a dissection an additional liberte stent was implanted. Patient was discharged 2 days later without anginal complaints or silent ischemia. Discharge medications included asa 100mg daily/indefinitely and clopidogrel 75mg/day for 12 months.